Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the bleeding in the pericardium and the left ventricular wall rupturing remains unknown.

Event description:
According to a literature article, an sjm regent valve was implanted in the mitral position and an sjm masters series valve was implanted in the aortic position. Following the procedure, the patient was moved to the ICU, where she was under sedation for 16 hours. At 17 hours after the sedation was discontinued, the patient's body motion and blood pressure increased. Heavy bleeding was found at the pericardium and the mediastinum drainage, and the patient went into cardiopulmonary arrest. Percutaneous cardiopulmonary support was performed. After a re-thoracotomy was performed, the patient's left ventricle free wall ruptured. Due to the difficulty encountered when attempting to repair it and achieving hemostasis, the patient expired the following day. "Investigation for two cases of delayed-type left ventricle rupture after mitral valve replacement surgery," cardiovascular anesthesia, no. 17, p.224, 2013. Reference medwatch report number 2648612-2014-00004.